Event description:
It was reported from an implant card received (B)(6) 2015 that a lead discontinuity was reported. The lead nick was just found prior to surgery from the patient. It was reported that the patient gets infusions and the patient stated the nurse nicked the lead. When this exactly happened is not known but it is estimated to be recently since the last time the patient was checked everything was good. The diagnostic results prior to surgery are unknown. The explanted lead has not been received to date.

Event description:
The explanted devices were discarded after surgery and therefore will not be returned for analysis.